Event description:
New information received notes that the right atrial lead was explanted and replaced on (B)(6) 2025. The patient was stable.

Event description:
It was reported that the patient presented as asymptomatic. It was noted that the implanted right atrial (ra) lead exhibited noise over-sensing resulting in inappropriate mode switch (ams). No intervention was performed. There were no patient consequences.